Event description:
Discordant troponin results were generated by the dimension rxl max with hm system for four (4) patient samples. The results were reported to the attending physician who questioned the results. The samples were retested on a different system and yielded results within expectations. A corrected report was issued. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the information provided, the tsc instructed the customer to clean the reagent 1 probe connection, change the sample probe, align all probes and clean all drains. The tsc also instructed the user to change the heterogeneous module (hm) and align all hm probes. A siemens field service engineer (fse) was also sent to the customer site. The fse removed and replaced multiple parts and aligned the photometer. A system check was performed followed by calibration and quality controls. The instrument is performing within specifications. No further evaluation of the device is required.